Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.